Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that there was a vent fail during a case. There was no patient injury reported.

Manufacturer narrative:
Since neither the electronic device logfile nor any additional information was available, even though multiple times requested, the exact root cause for the reported symptom could not be determined. Without the logfile, it was not possible to reconstruct the reported case either. In general, checking the ventilator operation is part of the pre-use check, as described in the instructions for use, and must be carried out before each patient use. In case of a ventilator failure during automatic ventilation, the ventilator initiates an autonomous shutdown while changing mode to man/spont (safety mode) and generating the appropriate ventilator fail alarm. Manual ventilation as well as monitoring remain possible.

Event description:
Please refer to the initial-report.